Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was implanted with an implantable neurostimulator (ins) yesterday and felt stimulation then but did not feel stimulation this morning. The patient was going to contact her physician. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).